Event description:
Boston scientific received information that, during pre-implant testing, this right ventricular (rv) lead displayed high out of range pacing impedance measurements. The decision was made to use a different rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observation indicated a complete lead was returned, and the tip mesh was deformed/pushed in. The distal end of the lead was placed in the saline such that the electrodes were completely submerged. A bipolar paced impedance test was conducted at 5 volts in vvi mode. The result was a 340 ohm impedance. A comparable lead (0175) had an impedance of 346 ohms. This testing further suggests that an anomaly with the lead itself did not contribute to the allegation of high impedance. This lead passed the continuity test with manipulation. The initial allegation was not confirmed through analysis.